Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 12mm synergy¿ drug-eluting stent, the stent came off from the balloon as the physician was taking off the stent's protective sleeve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis caught inside the stent protector. A visual examination of the crimped stent found the entire stent profile was damaged with stent struts overlapping and bunched together at the mid-section and the proximal & distal end of the stent was found to be damaged & distorted. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed balloon wall indicating good crimp contact along the entire balloon wall between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00 x 12mm synergy¿ drug-eluting stent, the stent came off from the balloon as the physician was taking off the stent's protective sleeve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.